Event description:
A customer reported a low reading with the adc device, as compared to healthcare meter. The customer reported low sensor readings and had no symptoms, but went to hospital. The customer reported a healthcare meter result of 600 mg/dl compared to sensor reading of 51 mg/dl, taken unknown time apart. The customer stated that she could not recall treatment received at hospital, and it was noted there that customer had applied sensor to off-label place on body. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor 0m000lyx9mw has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the adc device, as compared to healthcare meter. The customer reported low sensor readings and had no symptoms, but went to hospital. The customer reported a healthcare meter result of 600 mg/dl compared to sensor reading of 51 mg/dl, taken unknown time apart. The customer stated that she could not recall treatment received at hospital, and it was noted there that customer had applied sensor to off-label place on body. There was no report of death or permanent injury associated with this event.